Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure of the left common femoral artery after a percutaneous transluminal angioplasty using an 8f sheath. After the reported cuff miss [suture retrieval issue], a new prostyle device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of an access site was attempted with a prostyle device relative to an unspecified procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.